Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit resolved the issue.

Manufacturer narrative:
One i3 unit model # cm1100 with main unit serial # (B)(6) and one i3 accessories set were returned. Reproduction of error 5 was unsuccessful; however, upon review of patient data log on cardiomems website, it was found that an error 5 occurred on february 18, 2021. The root cause was determined to be the printed circuit board. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.